Manufacturer narrative:
The allegation made has not been able to be verified. It is not known what product may have been used to treat the patient but as the posting was for 3dmax mesh we have identified that as the possible device used. Based on the statement made if the patient was implanted with mesh it appears that it remains in vivo. The cause of the patient complication cannot be determined. Infection is a known risk of any surgical procedure. Regarding infection, the warnings section of the IFU supplied with the device states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Note, the date of event is estimated. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Bd marketing identified negative comments on a social media post related to our 3dmax mesh. The comments did not directly identify a specific bd product but rather the use of polypropylene mesh implants. One person made an allegation of post-op complications for a possible surgical treatment may have included use of an unidentified polypropylene mesh implant. As stated, ¿I am meshed upesh person. Never put in your body. It grows into tissue causing infriction (infection) and pain. Never can really be taken out without damage¿. No additional information was provided. A conservative approach is being taken to submit MDR due to the allegation of possible patient injury.